Manufacturer narrative:
A ge representative evaluated the system and replaced the lcd monitor. The system operates as intended.

Event description:
The customer reported the system would not display an image on the left monitor during boot up. No pt injury was reported.